Event description:
It was reported of a rod breakage in a vertex construct implanted in 2002 at the level of the upper curvature. Pt was revised and rod explanted approx 4 year post op. No pt complications reported.

Manufacturer narrative:
Device was returned to the MFR for eval. A visual examination confirmed that the rod fracture in bend in larger of the section. Rod explanted 4 years post op, pseudoarthrosis suspected due to length of time implanted. Although this product is not approved for use in the united states, we are still filing an MDR for notification purposes. Unable to determine the cause of the event.